Manufacturer narrative:
(B)(4). Concomitant medical products: simplex bone cement lot rcy042 and ray007 00781805200, endo femoral head 12 / 14 taper, 63068298. Reported event was confirmed by review of op notes. The x-rays provided were reviewed by an external radiologist. According to the review; the x-rays demonstrate a thin periprosthetic lucency along the lateral margin of the cement-bone interface in the trochanteric region of the system, this suggests loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right hemiarthroplasty. Subsequently, the patient was revised due to aseptic loosening of the femoral component, pain, and instability. Attempts have been made and additional information on the reported event is unavailable.